Event description:
The user facility reported the subject device was displaying a b30 error code (scope communication error), and that residue was observed on the pins inside the unit. There was no patient involvement.

Manufacturer narrative:
Further follow-up with the customer confirmed that the subject device was working as needed, and that the device would not be returned to olympus for evaluation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. Based on the results of the legal manufacturer's investigation, a b30 error occurs when there is a communication failure between the scope and the processor (subject device). It is likely that the communication failure occurred due to the residue on the internal pins that the customer reported. However, the root cause of the residue could not be determined. Olympus will continue to monitor field performance for this device. H3 other text : the device is not expected to be returned to olympus for evaluation.